Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, bupivacaine, and dilaudid all at unknown doses and concentrations via an implantable infusion pump for non-malignant pain and complex reg. Pain syndrome type 2. It was reported that the patient was discharged from her doctor's office. The patient was trying to find a different doctor but was unsuccessful. It was reported that the last time the patient saw the healthcare professional (hcp) they significantly lowered the patient's dose. The patient reported it didn't put them in full blown withdrawal, but they did have symptoms of withdrawal. The patient used to get boluses every 4 hours and the doctor changed it to every 6 hours. The personal therapy manager shows the next refill date as (B)(6) 2017. The patient stated the hcp was aware of the refill date, but isn't willing to assist with the refill. It was stated the patient's pain was out of control. The patient said their crps would make a withdrawal likely fatal. The patient stated they went to the emergency room due to the withdrawal symptoms and an "obstruction." It was stated the patient's pre-existing crps changed into the patient's feet. It was stated the patient couldn't walk. The patient's hcp sent the patient through two weeks of rehab therapy. The patient saw the doctor on (B)(6) 2017 and was discharged from the hcp's care on (B)(6) 2017. No further complications were anticipated/reported. Additional information was received from a patient, patient's friend, healthcare provider (hcp) and a manufacturer's representative (rep). The patient reported they were discharged and the healthcare provider (hcp) refused to give them their records. The patient stated she was supposed to alarm tomorrow ((B)(6) 2017). The patient did not have a primary care physician. The patient reported they had called over 30 doctors. The patient reported they talked with someone named laura who suggested having the pump interrogated. The patient reported they got dismissed by their primary care physician because they asked to have to pump interrogated in the office. The physician felt that was inappropriate and sent a dismissal letter. It was reported the patient talked with (B)(6) who was the (B)(6). The patient stated that they said they were going to an attorney but they didn't mean it. A friend of the patient reported that pump had alarmed and was empty. The caller reported the patient still hadn't found a physician to fill the pump. It was reported the friend was the executive vice president of a pain advocacy organization of people with complex regional pain syndrome. The friend reported the patient had called in many times and no one had helped her. The friend stated if we can't help the patient they will get involved and it will be a "public relations nightmare." A rep reported that the patient was fired from 2 practices and possibly a 3rd. The rep reported the patient was non-compliant, and failed drug tests. The rep reported they don't know anyone that will take her and may just need to have their pump removed. A hcp reported that the patient presented to the emergency room on (B)(6) 2017 and that the patient had been trying to establish care with a new doctor, but was unsuccessful, it was stated the patient's pump was alarming because it was empty and it was confirmed the patient was still receiving percocet and ketamine. The hcp reported the emergency room will only manage the withdrawal that is life threatening and currently the patient was not symptomatic. It was stated the patient would be sent home until the symptoms become life threatening. It was stated the patient's previous hcp told them to go to the emergency room when the pump alarm's as it could be life threatening. No further complications were anticipated/reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018 indicated the patient¿s pump was alarming or beeping. She had not needed her pump since (B)(6) 2017 because her pain was gone. The patient did not go off the pump the right way and did not follow doctor instruction. It was noted the patient went off the pump on her own and got sick with withdrawals in (B)(6) 2017. The pump would alarm constantly since it was empty in (B)(6) 2017. About six weeks ago (2018) the pump started alarming again very loud. The pump was alarming because it was coming up for replacement, but she was not having it replaced. The patient wanted the pump alarm silenced or shut off, but she was having a hard time finding a doctor that would see her. The patient lost (B)(6) (event date was asked and unknown). It was also reported the pump was really sticking out and bothering the patient since 2018 (over the past three months) and gradually getting worse. The patient did not currently have a current managing healthcare provider (hcp) and physician listings were requested. The change in therapy/symptoms was gradual. No further complications were anticipated/reported.